Event description:
The customer reported a connection fault to stacker system during preparation for use and before the patient was in the room involving an olympus bronchovideoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was frozen. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the customer reported allegation of "a connection fault to stacker system" is a cause not established due to the issue not being confirmed by olympus. Additionally, the most probable cause of the additional failure "the image was frozen" is due to damage on switch 1 where a stress problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.